Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had a broken front panel was confirmed. The broken parts were replaced and the device was tested and found to be working according to specifications. User mishandling is the most probable root cause of the broken parts, probably due to a fall during transport or storage of the device. A manufacturing record evaluation was performed for the finished device ((B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the 4580 fms duo+ pump/shaver combo -ns device had a broken front cup. There was no other damage reported. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.